Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6)2019 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary a female patient reported that the injection button of her humapen ergo ii was difficult to press. The patient's relative reported the "device injection button could not be pressed when it was injected to (B)(4) units, so the patient had to adjust the dose to 26 or 27 and stop the injection when the dose knob showed eight units, which was indicated as not very accurate." The patient experienced diabetic complication. The investigation of the returned device (batch 1610d02, manufactured october 2016) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, with additional information received from the same reporter consumer via a patient support program (psp), who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and other ethnicity, who was born in 1952. Medical history was not provided. Concomitant medication included acarbose for treatment of diabetes mellitus (dm). The patient received human insulin (rdna origin) nph (humulin n) cartridge, daily, 16 iu before bedtime, subcutaneously, for treatment of dm, beginning in 2007. The patient also received human insulin (rdna origin) regular (humulin r) cartridge, three times a day, 18 iu in the morning, at afternoon and in the evening, subcutaneously, for treatment of dm, beginning in 2007. In 2016, patient started to use humapen ergo ii (lot 1610d02) in order to deliver the human insulin nph and regular. On unknown date, unknown time after starting treatment with insulin nph and regular and unclear if after starting to use humapen ergo ii, patient was hospitalized 15 times because of diabetes and complications reported as cerebral infarction. Information regarding laboratorial exams, corrective treatments and discharge from hospital was not provided. On unknown date, the patients blood glucose was high and it was provided that the hypoglycemic effect of insulin nph and regular was not good (product complaint (B)(4) /lot unknown). The fasting blood glucose of the patient was 14 (unit and normal range was not provided) and her postprandial blood glucose was 16 and 17 (unit and normal range was not provided). Information regarding corrective treatment was not provided. On approximately (B)(6)2019, the device humapen ergo ii was out of order and its injection button was difficult to be pressed (product complaint: (B)(4)/lot 1610d02). Reporting consumer stated the device injection button could not be pressed when it was injected to 10 units, so the patient had to adjust the dose to 26 or 27 and stop the injection when the dose knob showed eight units, which was indicated as not very accurate. As of (B)(6)2019, patient was not recovered from the events. Therapy with insulin nph and regular was ongoing. It was unknown who operated the device and if the operator was trained. The duration for use of this device model was not reported and the duration of use for humapen ergo ii (lot 1610d02) was approximately three years (started in 2016). The suspect humapen ergo ii device associated with pc 4820589 was returned to the manufacturer on 08aug2019. The reporter consumer did not know if the events were related with insulin nph and regular therapy. Update 30jul2019: additional information received from initial reporting consumer via psp on 25jul2019 was processed with this initial case. Update 01-aug-2019: information received on 29-jul-2019 and on 30-jul-2019 from the initial reporter were processed at the same time. The information provided was already present in case. No new adverse event or product complaint information was received. Edit 15aug2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information was added. Edit 15-aug-2019: amended product complaint numbers in narrative. No other changes performed. Update 26sep2019: additional information received on 26sep2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, with additional information received from the same reporter consumer via a patient support program (psp), who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and other ethnicity, who was born in 1952. Medical history was not provided. Concomitant medication included acarbose for treatment of diabetes mellitus (dm). The patient received human insulin (rdna origin) nph (humulin n) cartridge, daily, 16 iu before bedtime, subcutaneously, for treatment of dm, beginning in 2007. The patient also received human insulin (rdna origin) regular (humulin r) cartridge, three times a day, 18 iu in the morning, at afternoon and in the evening, subcutaneously, for treatment of dm, beginning in 2007. In 2016, patient started to use humapen ergo ii (lot 1610d02) in order to deliver the human insulin nph and regular. On unknown date, unknown time after starting treatment with insulin nph and regular and unclear if after starting to use humapen ergo ii, patient was hospitalized 15 times because of diabetes and complications reported as cerebral infarction. Information regarding laboratorial exams, corrective treatments and discharge from hospital was not provided. On unknown date, the patients blood glucose was high and it was provided that the hypoglycemic effect of insulin nph and regular was not good (product complaint 4820600/lot unknown). The fasting blood glucose of the patient was 14 (unit and normal range was not provided) and her postprandial blood glucose was 16 and 17 (unit and normal range was not provided). Information regarding corrective treatment was not provided. On approximately (B)(6) 2019, the device humapen ergo ii was out of order and its injection button was difficult to be pressed (product complaint: 4820589/lot 1610d02). Reporting consumer stated the device injection button could not be pressed when it was injected to 10 units, so the patient had to adjust the dose to 26 or 27 and stop the injection when the dose knob showed eight units, which was indicated as not very accurate. As of (B)(6) 2019, patient was not recovered from the events. Therapy with insulin nph and regular was ongoing. It was unknown who operated the device and if the operator was trained. The duration for use of this device model was not reported and the duration of use for humapen ergo ii (lot 1610d02) was approximately three years. The return status and the status of the suspect device were unknown. The reporter consumer did not know if the events were related with insulin nph and regular therapy. Update 30jul2019: additional information received from initial reporting consumer via psp on 25jul2019 was processed with this initial case. Update 01-aug-2019: information received on 29-jul-2019 and on 30-jul-2019 from the initial reporter were processed at the same time. The information provided was already present in case. No new adverse event or product complaint information was received. Edit 15aug2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information was added. Edit 15-aug-2019: amended product complaint numbers in narrative. No other changes performed.